Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a tapered left ventricular outflow tract that is smaller than the annulus, a pre-implant balloon aortic valvuloplasty was performed due to calcifi cation. Subsequently, the valve was inserted into the patient and fully deployed. Following full deployment, the valve dislodged in the aortic direction. The dislodged valve was snared into a new stable position, and a second valve was inserted into the patient. Upon deployment of the second valve, it was noted that the position was too shallow on the left coronary cusp. The second valve was recaptured and withdrawn from the patient. A new non-medtronic valve was then implanted in the patient. The event resulted in a 2 hour procedural delay. No additional adverse patient effects were reported.